Manufacturer narrative:
Note: this MDR is being re-sent as initial. This investigation is currently ongoing. Any add'l info will be provided in the f/u report.

Event description:
According to the initial report, the following were indicated: the surgeon reported the use of the hero graft with the venous outflow component in a subclavian vein with ICD (implantable cardioverter defibrillator) lines. This was done in order to preserve the vessel (before it occluded) for vascular access. (B)(6) associate director vascular technologies, instructed the surgeon that this use of the hero graft was not approved in the instructions for use. Specifically, it says "do not place the hero graft in the same vessel as a catheter, defibrillator or pacemaker lead." The surgeon reported that one patient developed endocarditis from the ICD wire, not the hero graft. The ICD wires needed to be removed and the voc was removed. Correspondence from the hospital representative stated "the cases he spoke of happened to have had hero's but they were not involved with any of the patients problems. He does not care to participate in the investigation and provide his patient information since your product was not involved in the patient care and subsequent issues." This complaint investigation will be evaluate both hero 1001 and 1002 components, but the report will be submitted under hero 1001.

Manufacturer narrative:
According to the initial report, the following were indicated: the surgeon reported the use of the hero graft with the venous outflow component in a subclavian vein with ICD (implantable cardioverter defibrillator) lines. This was done in order to preserve the vessel (before it occluded) for vascular access. (B)(6), associate director vascular technologies,instructed the surgeon that this use of the hero graft was not approved in the instructions for use. Specifically, it says "do not place the hero graft in the same vessel as a catheter, defibrillator or pacemaker lead." The surgeon reported that one patient developed endocarditis from the ICD wire, not the hero graft. The ICD wires needed to be removed and the voc was removed. Correspondence from the hospital representative stated "the cases he spoke of happened to have had hero's but they were not involved with any of the patients problems. He does not care to participate in the investigation and provide his patient information since your product was not involved in the patient care and subsequent issues." A request for information email was sent to the surgeon on 11/03/2015 requesting the following information: lot numbers, date of implant, date of death, pertinent comorbidities, and progress/operative notes. The surgeon replied on 11/05/2015 stating "that's a lot of information to gather. Neither myself or the hospital consider this an adverse event" and instructed further queries be made to the hospital risk manager. The email chain was forwarded to the risk manager on 11/17/2015 and a response was received on 11/19/2015. She stated the following: "I have met with [the surgeon] and he states that he has never had a case that involved a problem, infection, malfunction or any other problems related to the hero. The cases he spoke of happened to have had hero's but they were not involved with any of the patients problems. He does not care to participate in the investigation and provide his patient information since your product was not involved in the patient care and subsequent issues." Manufacturing records were not reviewed as date of implant and lot numbers are unknown. The patient's date of hero graft implant is unknown; however, the patient had the hero graft approximately one year before death. This case is one of four performed by the surgeon using the hero graft with the venous outflow component (voc) in a subclavian vein with ICD lines. The surgeon chose this implant approach to preserve the vessel before it occluded and stated that the vein was "big enough to accommodate the voc and the ICD lines in all the cases." According to the physician report, the patient developed endocarditis from the ICD wire, not the hero graft. The risk management contact for this case reiterated the surgeon's opinion that the four aforementioned cases "happened to have had hero's but they were not involved with any of the patients problems." The following information is not currently available: implant operative notes, additional medical history, and dialysis information. The surgeon stated the hero graft was involved in the reported endocarditis and there is no additional information available to contradict this statement. The root cause for the heart attack is unknown; however, the surgeon stated that the endocarditis and resultant explant were related to the ICD lines and not the hero graft. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process.

Event description:
According to the initial report, the following were indicated: the surgeon reported the use of the hero graft with the venous outflow component in a subclavian vein with ICD (implantable cardioverter defibrillator) lines. This was done in order to preserve the vessel (before it occluded) for vascular access. (B)(6), associate director vascular technologies,instructed the surgeon that this use of the hero graft was not approved in the instructions for use. Specifically, it says "do not place the hero graft in the same vessel as a catheter, defibrillator or pacemaker lead." The surgeon reported that one patient developed endocarditis from the ICD wire, not the hero graft. The ICD wires needed to be removed and the voc was removed. Correspondence from the hospital representative stated "the cases he spoke of happened to have had hero's but they were not involved with any of the patients problems. He does not care to participate in the investigation and provide his patient information since your product was not involved in the patient care and subsequent issues." This complaint investigation will be evaluate both hero 1001 and 1002 components, but the report will be submitted under hero 1001.